Manufacturer narrative:
The device was returned and evaluated by cardinal health. The device was returned with the introducer sheath disengaged from the device. Button # 1 was depressed and retracted, buttons # 2 and # 3 remained in the manufacturing positions. Visual inspection revealed a kink in the introducer sheath, approximately 34 mm from the distal end of the sheath, and the tip of the device was observed to be bent/kinked as received. During the investigation, the device was inserted into the introducer sheath and able to be advanced until locking into the introducer's connector prongs without difficulty. The device and the introducer sheath were inspected for anomalies that may have obstructed the device's path during the insertion step; no anomalies were observed. A review of the lot history record (f1628702) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. It was reported that the mynx ace tip was kinked by not being held close enough to the distal end and that the introducer sheath appeared to be kinked subsequently. Based on the information provided and the investigation performed, the mynx ace's tip was kinked due to handling of the device during insertion step of the device into the introducer sheath and the kink in the introducer sheath may have obstructed the device's path and prevented the catheter from being advanced and connected on to the sheath during the procedure. The root cause of the kink in the introducer sheath could not be conclusively determined; however, a torturous vessel, scar tissue from previous catheterizations or steep angle of entry into the artery may cause difficulty to make the "turn" into the vessel and cause a kink in the sheath. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the tip of the mynx ace device kinked during insertion due to the deployer not holding the device close enough to the distal tip. The device was reinserted; however the device could not be fully advanced and connected to the mynx ace sheath as the sheath also appeared to have kinked. The device was being used for femoral arterial closure following an interventional left heart catheterization (lhc) procedure. The entire system was removed and manual compression was held for 30 minutes or less to achieve hemostasis. Upon inspection of the device after removal of the advancer tube, it was confirmed that the sealant had lodged inside of the sheath. The patient recovered and hospitalization was not prolonged as a result of this incident. Additional information was requested, but is not available at this time.